Event description:
(B) (4) crm received information that this (B) (6) patient developed mild tampanode during the implant procedure. The physician suspected there was a slight ventricular lead perforation, however, the lead did not go through the heart. The patient's blood pressure would drop slightly and the fluctuate back to normal. An echogram confirmed that the patient had tamponade. A pericardial window was performed that night and the situation resolved. No further issues were reported. The ventricular lead remains in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.